Manufacturer narrative:
The insulin pump was received with completely broken reservoir tube lip and the reservoir does not stay in place due to broken reservoir tube lip. The insulin pump had cracked reservoir tube window, cracked battery tube threads, cracked case at display window corner and minor scratched lcd window. The insulin pump was missing the reservoir tube o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was not sliding into the slot correctly. The plastic o-ring at the top of the reservoir compartment came off. This was causing the reservoir to fall off and was currently being taped. Customer's blood glucose level was 183 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer indicated that she would like to continue using the insulin pump due to current health issue. The customer was advised that the device would be replaced and agreed to return the product for analysis.